Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The reporter contacted animas, alleging that all the keypad buttons are sticking and claims the alleged issue began approximately 1 month ago. Reporter mentioned that all of the front buttons are sticking and takes a long time to program. Reporter mentioned that the rubber is intact, no peeling or tears, wears pump in pocket and does not clean the pump. The pump has not been exposed to any water. There is no evidence that there is any damage to the keypad. The reporter denied that the patient exhibited any symptoms. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.